Event description:
After a surgical procedure for an aortic valve replacement, patient had many vf and vt episodes. An external defibrillator was used in order to stop the ventricular arrhythmia. After the valve replacement, a decrease in rv sensing was observed. The patient was hospitalized and continuously monitored, and the physician reprogrammed the device. It was later reported that the lead was explanted.